Event description:
During testing the probe frosted before use.

Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue. Further evaluation found that a failed vacuum sleeve was the cause of the shaft frosting.